Manufacturer narrative:
Age or date of birth, weight, ethnicity: unknown / not provided. Date of event: unknown, not provided. If implanted; give date: lens was not implanted. If explanted; give date: lens was not implanted. Therefore, not explanted. Reporter telephone number: (B)(6). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the pcb00 model intraocular lens (iol) was faulty. Through follow-up it was learnt that the haptics did not come up from the cartridge; the cartridge tip was in contact with the patient's eye; however, there was no patient injury reported. No further information available.

Manufacturer narrative:
Section d9: device available for evaluation? Yes. Date returned to manufacturer: 21-dec-2021. Device evaluation: visual inspection under magnification revealed that the complaint lens was received stuck inside the cartridge of the original preloaded handpiece. The handpiece was disassembled and no defects or assembly issues were observed. The complaint lens was removed and lens damage and a detached haptic were observed. Excessive viscoelastic residue was observed inside the cartridge which suggests an excessive amount of ovd (ophthalmic viscosurgical device) was used during loading and insertion which can contribute to deployment issues. The complaint issue was not confirmed, no manufacturing issue was confirmed and no product deficiency could be identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Device evaluation: product evaluation was not performed because the product has not been returned. The complaint issue reported could not be verified and no product deficiency could be identified. Manufacturing record evaluation: the manufacturing records were reviewed. The product was manufactured and released according to specification. No nc/ER was found as part of this manufacturing records review. The search revealed that no other complaints have been received for this production order. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.